Manufacturer narrative:
UDI related data quality updates only - correction to a previously submitted MDR for identified discrepancies between data submitted in MDR and data submitted to gudid. D4 correction to model number.

Event description:
During a literature search, atricure determined that two patients treated prior to (B)(6) 2019 had adverse events, which may have been caused by or contributed to by the pro2 device. The literature reported two cases in which device positioning reportedly led to kinking of a coronary artery. One case required gentle massage of epicardial fat from the implanted device. In the second case, thoracoscopic removal of epicardial fat from the implanted device was performed. In both cases symptoms were resolved. Both patients had uncomplicated recovery and were reportedly in good clinical condition at follow-up. These were the only cited complications within the manuscript. This adverse event is the result of a procedural complication. No device malfunction was reported.